Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft outflow graft / 15865154-9277/ model #: 1125 / expiration date: 2021-09-30 UDI #: (B)(4) mfg date: 2016-09-30. (B)(4).

Event description:
It was reported that the patient experienced some small splenic infarctions and they had decreased flows with their ventricular assist device (vad). After an echocardiogram, angiography, and computerized tomography (CT) scan, an outflow graft thrombosis was discovered. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event of "low flow" was confirmed via log file analysis which revealed a decrease in estimated flow starting (B)(6) 2017 and 224 low flow alarms logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed visual examination, dimensional verification and functional testing. Pathology evaluation revealed evidence of thrombosis within the outflow graft, thus confirming the reported event; however, no evidence of thrombus was found within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported by the site that after an echocardiogram, angiography, and computerized tomography (CT) scan, an outflow graft thrombosis was discovered. Based on the investigation conducted, the most likely root cause of the decrease in estimated flow was the reported and confirmed thrombus within the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial MDR date MFR. Rec: 2017-12-21 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hw27866 was returned for evaluation. The reported event was confirmed via log file analysis. Post-explant functional analysis confirmed that the pump met pre-implant requirements. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Additional products: 1125 outflow graft / 15865154-9277. Device available for evaluation: yes, return date: 2018-01-22. Device evaluated by MFR: yes. FDA method code(s): 10, 38, 83, 3372. FDA results code(s): 213. FDA conclusion code(s): 71. Outflow graft, 15865154-9277, was returned for analysis. Review of the manufacturing documentation confirmed that the associated device component met all requirements for release. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.